Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event could not be determined. However, it is likely that the phenomenon housing of the power switch is cracked occurred on the housing of the power switch due to failure of the switch. Therefore, the phenomenon the light is the issue, it is coming and going, and image quality is poor a cause was not identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. It was noted that the front panel mouth was damaged and the inside bottom chassis and side front panel chassis were rusted. The top cover and lamp door were also rusted. A worn out socket slider switch caused intermittent use of high intensity mode and there was corrosion inside the scope socket tubing. It was also noted that the igniter firing was weak. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the evis exera iii xenon light source had a crack on the power switch housing and the lamp had insufficient heat compound. There were no reports of patient harm.